Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient reported. Their meter allegedly would power off during use. The result on their meter was last noted result is 243 mg/dl. The result on the no comparison. Treatment was not treated.